Manufacturer narrative:
Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conform to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra plus¿ xc in the lips. Prior to injection, the patient was given topical alcohol wipes. The patient immediately developed a "dusky colour between lip and nose." The patient developed a "bruise like" appearance above the top right side of the lip. A few hours after injection, the patient had developed "mottling up to nose." It was noted as occlusion. Several hours after injection, the patient was treated with hyalase and led lights. The patient had "slight improvement" and developed "pustules" in the following morning. The patient was treated again with hyalase and led lights in addition to aspirin. The pustules settled overnight while the tenderness near nose remained. The symptoms resolved the same day of the last treatment. The patient has had a history of bruising in same area in "previous [injections]."

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of bruising, mottling, dusky color, occlusion, pustules and tenderness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of abscess, bruising, ischemia, pain and skin discoloration: "undesirable effects: medical practitioners must inform the patient that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. These reactions may last for a week. ¿ haematomas. ¿ staining or discolouration of the injection site. ¿ cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account. Warnings: ¿ do not inject into the blood vessels (intravascular)."

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra plus¿ xc in the lips. Prior to injection, the patient was given topical alcohol wipes. The patient immediately developed a "dusky colour between lip and nose." The patient developed a "bruise like" appearance above the top right side of the lip. A few hours after injection, the patient had developed "mottling up to nose." It was noted as occlusion. Several hours after injection, the patient was treated with hyalase and led lights. The patient had "slight improvement" and developed "pustules" in the following morning. The patient was treated again with hyalase and led lights in addition to aspirin. The pustules settled overnight while the tenderness near nose remained. The symptoms resolved the same day of the last treatment. The patient has had a history of bruising in same area in "previous [injections]."